Event description:
Event: neurosurgery on (B)(6) 2024 her medtronic spinal cord stimulator malfunctioned, causing burning pain. Freq: inject 155 units in the muscle into the head, neck, and shoulders every 3 months. Prescriber info: (B)(6).